Manufacturer narrative:
Updated sections: g4, g7, h2, h3, h6, h10 corrected section: a2 - age changed to 62 trackwise # (B)(4). The device was returned to the factory on (B)(6)2020. A photographic inspection was conducted based on the photographs provided by the hospital. Signs of clinical use and no evidence of blood. The blade was observed to be extended. No visual defects were observed. An investigation was conducted on (B)(6)2020. Signs of clinical use and evidence of blood was observed on the tip of the aortic cutter. The needle on the aortic cutter was observed to be in a fully deployed state. Measurements were taken of the deployed needle. The extension of the needle was measured at 0.37025 inches, which is within specification 0.365 inches-0.435 inches. The safety lock was dis-engaged and the blue plunger was observed to be depressed as well. Blood was visible on the tip of the needle. The handle of the aortic cutter was observed to be intact, no visual defects were observed. Based on the returned condition of the device, the reported failure "mechanical issue" was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii system 3.8mm cutter came out too far. They were able to finish the procedure and the patient was not harmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii system 3.8mm cutter came out too far. They were able to finish the procedure and the patient was not harmed.

Manufacturer narrative:
Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." Trackwise ID # (B)(4).

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii system 3.8mm cutter came out too far. They were able to finish the procedure and the patient was not harmed.